Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the ir nurse found the swelling of the PICC pr-05052-lw near by the tip of the blue flex trip during the procedure. The catheter could not pass tissue dilater and peel away sheath. User decided and consider for replacing with new set." No patient harm reported. A new device was used.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied three photos showing a PICC catheter and lidstock. Visual analysis revealed that the catheter body appeared slightly pinched towards the distal and, but this cannot be determined without the sample to evaluate. The peel-away sheath is not pictured. A probable cause of the catheter tight in sheath could not be determined from the photos and without the sample returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "while maintaining control of distal end of guidewire, advance soft tip/catheter tip as a unit through peel-away sheath to desired depth". The report of catheter tight in sheath could not be officially confirmed through analysis of the customer supplied photos. Visual analysis did reveal that the catheter body appeared slightly pinched towards the distal end; however, it cannot be confirmed if this caused the insertion resistance as the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of catheter tight in sheath could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the ir nurse found the swelling of the PICC (B)(4) near by the tip of the blue flex trip during the procedure. The catheter could not pass tissue dilater and peel away sheath. User decided and consider for replacing with new set." No patient harm reported. A new device was used.